Manufacturer narrative:
The user reported experiencing a high glucose event and provided an example from 2-aug-2025 at 4:09 am est with sg 175 mg/dl and bg 404 mg/dl. Review of the data management system (dms) confirmed glucose alert settings of low alert at 65 mg/dl and high alert at 250 mg/dl. Dms data review showed that on 2-aug-2025 at 4:07 am, the user's sg was 175 mg/dl and no bg value was entered. Review of the alert history confirmed that the user did not receive a high glucose alert at the time of the event because the sg did not exceed the configured alert threshold. The user sought medical treatment, and the endocrinologist advised administration of 40 units of insulin. The user's hcp was aware of the event. In an associated case of sensor inaccuracy inclusive of the event and under this case an RMA was issued for the sensor. However, the sensor was not returned to senseonics by the time this complaint was closed. A review of the in vivo raw data revealed optical instability around the time of the complaint, which likely contributed to the observed inaccuracy. Per the case information, on august 14, 2025, the user was informed that our engineering team continued to monitor the sensor's performance and noted improved system stability. The user was offered the option to relink the sensor and resume system use. When a significant shift in signal trends is observed, a relink is recommended, as it clears the calibration buffer and allows the algorithm to converge more quickly to the sensor's new state. A review of the dms alert history confirmed that the user successfully completed a sensor relink on august 14, 2025, at 5:55 pm. On september 2, 2025, the user informed customer care that they had decided not to move forward with exchanging the sensor, as the current one was performing better. A review of data from the two weeks following the reported event demonstrated good agreement between sg and bg values, indicating that the system had stabilized and was performing within expectations. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: 08/02/25 at 4:09 am where user's sg was 175 mg/dl and bg was 404 mg/dl. After dms review, we confirmed the following information at the time of the event: 08/02/25 at 4:07 am where sg was 175 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg never went above the alert level. User sought medical treatment; endocrinologist advised taking 40 units of insulin. User's hcp was aware of the event.